Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple loss of prime warnings due to low, non-zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.